Manufacturer narrative:
MDR 3003442380-2026-53296 / initial 7 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced eight infusion set cannula was bent events since 28 may 2026. The event occurred within three hours of insertion. The insertion site was abdomen. The patient experienced hyperglycemia and was treated with correction injection via multiple daily injections.